Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to the device were pain, erosion, extrusion, infection, bleeding, dyspareunia, vaginal scarring, and urinary problems. It was reported that the patient underwent removal on (B)(6) 2012 due to extruded vaginal mesh, pelvic pain and vaginal pain. It was reported that the patient underwent novasure thermal endometrial ablation on (B)(6) 2012 due to menorrhagia. It was reported that the patient underwent revision surgery and placement of suris-suprapubic sling system (coloplast) on (B)(6) 2012 due to recurrent stress urinary incontinence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/15/2016.